Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n193488013, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown type of drug via an implantable infusion pump. The therapy was indicated as intrathecal baclofen (itb). The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the pump alarm date was (B)(6) 2014. On (B)(6) 2015 the patient's family first heard the pump alarm and waited 4 days until they brought the patient to the emergency room (ER) and discovered the pump was empty. The pump was refilled, and everything was reported to be fine after that. At the time of report, the patient's healthcare professional (hcp) is titrating the dose down, as the patient's family decided they do not want to replace the pump and it is nearing end of life. The patient is asymptomatic. The hcp inquired of disabling the pump alarms and lowest dose possible. At the time of report the pump was used to infuse compounded baclofen 4,000 mcg/ml at 500 mcg/day. The cause of the empty pump, and drug in the pump at the time of this event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.